Event description:
Swollen down there - female genital [genital swelling], sore, painful - vagina [vulvovaginal pain], unusual discharge - vagina [vaginal discharge], when it came down to getting intermittent with my partner it did not feel normal [female sexual dysfunction], odor - vagina [vaginal odour], dry - vagina [vulvovaginal dryness], painful - intercourse [dyspareunia], there was clumps of the tampon inside [foreign body in reproductive tract], clumps of tampon [device breakage], itchy - vagina [vulvovaginal pruritus]. Case narrative: consumer reported via email that there were clumps of the tampon left inside her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation